Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right atrium leadless pacemaker (ralp) could not be interrogated with right ventricular leadless pacemaker (rvlp). Ralp was unpaired from rvlp. Patient condition was stable.